Event description:
The fse reported that the left monitor was intermittently not working. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video connection to the left monitor was removed and reseated, as a loose connection was found during the service call. The system was tested and found to be working as intended and returned to service.